Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump button was sticky. Blood glucose level at the time of the incident was 151 mg/dl. Customer stated that they would not able to press the main button. The customer was able to get it to work but it is still sticking. The insulin pump will not be returned for analysis.